Event description:
During an aorto-bifemoral bypass procedure for an abdominal aortic aneurysm, the graft was anastomosed proximally and when the clamp was released, it leaked approx 500cc of blood from its aorta and later on, from its iliac walls. The duration of leakage was approx one hr, whereupon the graft became blood-tight on its own. The graft was left in. The pt rec'd a total of eight units (250cc each) of blood, two of which were given for the leakage, the rest for the procedure not related to the incident. The pt's post-operative condition is ok.